Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in the operating room for a scheduled system implant. During the implant of rv lead, the physician positioned the lead and noted higher than upper limit lead impedance measurements. Multiple psa cables were used and the lead was repositioned but the impedance remained high. Physician decided to explant and replace the lead. It was noted that the insulation was intentionally cut due to guidewire ¿piggyback¿ technique for replacement. A new lead was then implanted without adverse event and the patient remained stable before, during, and after the procedure and will continue to be monitored.